Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in a lens case with the protective layer or barrier removed. Viscoelastic was observed on the lens. The optic was cut into pieces. Both optic portions had creaked and split optic damage near the optic central zone. One optic portion also has several scratched areas on the anterior surface. The other optic portion has an additional line of cracked and split damage between the center of the optic and the edge of the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The clinical reason provided was "refractive surprise". Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company 24.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a company 25.5 diopter (1.5 extended depth of focus) lens. This information that a company lens was replaced with a company lens that was 1.5 diopters higher would suggest that the replacement lens diopter was an improved selection for this patient's vision needs. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision imbalance, and felt right eye was straining more since surgery. Clinical reason for explant was refractive surprise. The iol was exchanged for different model and diopter, company lens 4 months 13 days following the initial implant procedure. Target was not achieved during initial surgery but following iol exchange the patient was happy with the vision and issues were resolved with no patient harm. Additional information has been requested.